Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with a right ventricular (rv) lead received inappropriate shocks due to oversensing of noise. Therapy was not exhausted and oversensing did not lead to asystole. Furthermore, it was noted that there was an increase in pacing impedance and threshold measurements. Pocket manipulation and isometrics were performed but noise was not re-created. Additional information received from the field representative indicated that the source of noise was due to a suspected lead fracture. This lead was attached to a pacing system analyzer (psa) and noise was observed. The rate/sense portion of this lead was abandoned surgically. A new rv lead was successfully implanted for pace/sense. No additional adverse patient effects were reported.